Event description:
In 2008, the patient reported that while hiking he left his infusion sets in the sun. Two of them would then not stick to his body. He stated that the temperature was 70-80 degrees with low humidity. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.